Manufacturer narrative:
The device passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The device functioned properly. The device was received with intermittent button response due to flattened dome switch on the up arrow button, down arrow button, esc and act buttons. The insulin pump passed the delivery accuracy test. The device was received with cracked reservoir tube lip. The lcd connector was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 22 mg/dl. The customer stated that she dealt with an infection. The customer had symptoms such as chest pains. The customer was treated for the low blood glucose with food. Customer's blood glucose level was 97 mg/dl at the time of the call. The customer was assisted with troubleshooting and stated that the drive support cap was normal. The customer reported that all the buttons were hard to press. The product was returned for analysis.